Event description:
A review of svc data detected a reportable event. During servicing, battery sn (B)(4) was found to have one or more defective cells. The last pt to use this battery did not report any deficiencies.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2010, due to device extrusion. No information on reimplantation was provided at the time this report was filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).